Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Rob857 - mps reported inaccurate tka cuts. This robot has been experiencing issues with cut accuracy lately. For this particular scenario, I confirmed that all pre-surgery checks passed. All checkpoints passed (bone and sawblade). Mps used planar probe to verify accuracy of cuts. The anterior chamfer cut for this particular case was 2-4mm deep. I confirmed surgeon technique and that no re-cuts were performed. Because of the inaccurate anterior cut, surgeon had to use a size 6 instead of the planned size

Manufacturer narrative:
Reported event: it was reported, "(B)(6) - mps reported inaccurate tka cuts. This robot has been experiencing issues with cut accuracy lately. For this particular scenario, I confirmed that all pre-surgery checks passed. All checkpoints passed (bone and sawblade). Mps used planar probe to verify accuracy of cuts. The anterior chamfer cut for this particular case was 2-4mm deep. I confirmed surgeon technique and that no re-cuts were performed. Because of the inaccurate anterior cut, surgeon had to use a size 6 instead of the planned size 7.¿ product evaluation and results: review of the case session files was not performed as case session data was not provided. The field service engineer reported: problem reproduced? No trouble shooting notes: n/a work performed: did complete pm, no issues found. On first pre-surgery I did get a warning on lefty arm accuracy. Warning was only by .002, still a passing test. Did auto kincal on left arm to bring below warning threshold. Did a micro e test on all joints and motors to look for any possible issues, found none. On final pre-surgery from surgeon monitor, got a warning on right arm accuracy, warning was not there on first test. That is when I decided to do the micro e test. Did a kincal on right side and was able to pass arm accuracy. Returned robot to service. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review review of the device history records indicate p/n: 219999, (B)(6) was inspected and accepted into final stock on 09 january 2019 with no reported discrepancies. Complaint history review a review of complaints in catsweb and trackwise related to p/n: 219999, (B)(6) shows 0 additional complaints related to the failure in this investigation conclusions: the failure was not confirmed through onsite pm inspection from the field service engineer, additionally no log/sessions files were returned for review. Pm conducted. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event.

Event description:
(B)(6) - mps reported inaccurate tka cuts. This robot has been experiencing issues with cut accuracy lately. For this particular scenario, I confirmed that all pre-surgery checks passed. All checkpoints passed (bone and sawblade). Mps used planar probe to verify accuracy of cuts. The anterior chamfer cut for this particular case was 2-4mm deep. I confirmed surgeon technique and that no re-cuts were performed. Because of the inaccurate anterior cut, surgeon had to use a size 6 instead of the planned size.